Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A request for the return of the device has been made. Should the pump be received by baxter united kingdom for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter, and the condition was confirmed and reproduced by service. The cause was determined to be faulty component q2 of the h-bridge circuitry. No repairs were performed to correct the reported condition. If any additional information is received, a follow-up MDR will be sent. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem.

Event description:
The facility reported to baxter (B)(4) a colleague infusion pump where a failure code 812:02 "motor excessive servo error" was found during a review of the pump's event history. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.